Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a communication error during operation and the patient had to discard the pod. The patient's blood glucose levels rose to 390 mg/dl and high ketones. Symptoms reported include thirst, lethargic, and frequent urination. The patient did not have a back up method and had to drive home from work to activate a new pod and administer 5 units of insulin. The patient drove to the emergency room (ER) and her bg levels were reading 374 mg/dl at the time of arrival. Intravenous fluids and insulin injections of 6 or 7 units was administered for treatment. The patient was released after 6 hours.